Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome and spinal pain. The patient reported that they received a power on reset (por) screen when trying to connect with their implantable neurostimulator (ins) to recharge. The patient mentioned that their ins depleted the day prior to the report. They indicated that they would continue to charge their ins and call back if they are unable to clear the por with their programmer. The patient mentioned that their foot hurts. No further complications were reported or anticipated.